Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient reported to have gone through a surgery to treat sinusitis. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously marked h10 incorrectly. This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. The patient allegedly had surgery to treat sinusitis. The device was returned to the manufacturer's quality product investigation laboratory for further investigation. An external investigation of the device was completed by the manufacturer. The manufacturer found no evidence of damage or degradation. The device was visually inspected internally and the manufacturer found evidence of water ingress to the blower box and minor corrosion to p4 connector. A dark fine particulate was found inside the enclosure and between the blower output seal and blower box. The manufacturer examined the sound abatement foam and found no signs of degradation. The device was applied power and provided therapy. The manufacturer concludes there was no evidence of sound abatement foam degradation. The device did have evidence of water ingress and a dark contaminate being consistent with being from an external source.